Manufacturer narrative:
The power over ethernet (poe) was returned to the manufacturer for analysis. Analysis found that the poe was tested for 24 hours and power to the camera was never interrupted. The led was green through the entire length of testing. No fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the application and os logs would not provide any additional information that would be useful for determining the cause of the reported issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power over ethernet (poe) injector was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while using the system, the camera cart gave a message of "error pc over ip (pcoip)" and the monitor went black. A manufacturer representative rebooted the system. This was reported outside of a clinical environment and there was no patient present.